Manufacturer narrative:
The investigation of aic - controller error (yellow alarm) has been completed. Data analysis and visual investigation was performed and found the root cause for the intermittent controller error was most likely due to the defecting optical bench. E4 should have been left blank on manufacturer device report 1220648-2024-13493.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller had a yellow console error. The staff checked to make sure the battery button was pressed and it was. This issue was found during routine checks. There was no patient involvement.